Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 25 mmol/l. The customer complained of having gone through several infusion sets within the past week due to high blood glucose. Even after being released, the customer still experienced high blood glucose, which he treated with a bolus and manual injection. Troubleshooting was declined. It was also noted that the customer had a hard time with the infusion sets adhering to his body due to heavy perspiration. The customer sounded very agitated, with slurred speech, was not feeling well, and did not want to stay on the phone. Nothing further reported.